Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('possible intolerance to her implants, such as abdominal pain') in a 48-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2 (one boy born on (B)(6) 1997 and one girl born on (B)(6) 2003), eye laser surgery, appendectomy and cholecystectomy (laparotomy cholecystectomy for a bile duct stone). No allergies. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criterion intervention required), adenomyosis ("significant diffuse adenomyosis / "particularly severe" adenomyosis in contact with the left essure device") with pelvic pain, dysmenorrhoea ("recorrent intense dysmenorrhea (pain occurring during menstruation)"), dyspareunia ("dyspareunia (pain felt during sexual intercourse)"), endometriosis ("small left ovarian endometrioma"), arthralgia ("joint pain, arthralgias were not present before"), headache ("headaches that were not known before"), fatigue ("tiredness, even though the patient is athletic. Fatigue of a very deep lassitude type") and menstruation irregular ("irregular periods"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the abdominal pain, dysmenorrhoea, dyspareunia, arthralgia, headache, fatigue and menstruation irregular outcome was unknown and the adenomyosis and endometriosis had not resolved. The reporter considered abdominal pain, adenomyosis, arthralgia, dysmenorrhoea, dyspareunia, endometriosis, fatigue, headache and menstruation irregular to be related to essure. The reporter commented: no detectable deep endometriosis. The patient considered that the placement of the essure was the cause of her bodily injury. It was also reported that the pain felt by her was of a gynecological nature: adenomyosis, intense dysmenorrhea and dyspareunia. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on (B)(6) 2021: the biological analysis results revealed that the level of tin in blood was abnormal. 0.89yg/l (n>0.6yg/l). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-sep-2021: the case will be deleted from bayer pv database. Nullification reason: as per follow-up information received, this case was identified as a duplicate of case (B)(4). All the information from case (B)(4) has been transferred to case (B)(4). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('possible intolerance to her implants, such as abdominal pain') in a (B)(6) year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2 (one boy born on (B)(6) and one girl born on (B)(6)), eye laser surgery, appendectomy and laparotomy (laparotomy cholecystectomy for a bile duct stone). No allergies. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criterion intervention required), adenomyosis ("significant diffuse adenomyosis / "particularly severe" adenomyosis in contact with the left essure device") with pelvic pain, dysmenorrhoea ("recurrent intense dysmenorrhea (pain occurring during menstruation)"), dyspareunia ("dyspareunia (pain felt during sexual intercourse)"), endometriosis ("small left ovarian endometrioma"), arthralgia ("joint pain, arthralgias were not present before"), headache ("headaches that were not known before"), fatigue ("tiredness, even though the patient is athletic. Fatigue of a very deep lassitude type") and menstruation irregular ("irregular periods"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the abdominal pain, dysmenorrhoea, dyspareunia, arthralgia, headache, fatigue and menstruation irregular outcome was unknown and the adenomyosis and endometriosis had not resolved. The reporter considered abdominal pain, adenomyosis, arthralgia, dysmenorrhoea, dyspareunia, endometriosis, fatigue, headache and menstruation irregular to be related to essure. The reporter commented: no detectable deep endometriosis. The patient considered that the placement of the essure was the cause of her bodily injury. It was also reported that the pain felt by her was of a gynecological nature: adenomyosis, intense dysmenorrhea and dyspareunia. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on (B)(6) 2021: the biological analysis results revealed that the level of tin in blood was abnormal. (B)(6). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-aug-2021: patient medical history added. Patient lad data added. New events ¿abdominal pain¿, ¿joint pain¿, ¿headaches¿, ¿fatigue¿, ¿tiredness¿ and 'irregular periods' were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.